Event description:
It was reported that patient presented for an implant procedure. It was noted that right ventricular lead exhibited high capture threshold and poor sensing. The lead was not used and replaced during procedure. There were no patient consequences.